Event description:
The customer reported that the insulin pump was stuck in a rewind and prime loop, and insulin was squirted out. Instructed the customer to disconnect from the device. Troubleshooting was performed. The customer stated that the insulin pump alarmed an error. Ran a displacement test and the test failed. Advised the customer that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.